Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was damage to the connector because a large load, deviating from the service conditions, was momentarily applied from the outside. In addition, the locking mechanism may be defective.

Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause cannot be determined at this time.

Event description:
A user facility reported to olympus that the light source output connector was broken and a connection could not be made; the light attachment broke off in the receptacle where it connects. There was no patient injury or harm associated with the problem reported to olympus.